Event description:
It was reported that shaft break occurred. A 8mm x 3.25mm nc quantum apex balloon catheter was selected for use. However, the guide catheter got kinked in the brachial artery which is 40-50cm from the hub. The shaft broke on the nc quantum catheter while inside the guide catheter. Both devices were removed from the patient's body as one unit. No patient complications nor serious injury were reported.